Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned..

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 601 mg/dl. A correction bolus or insulin injections were used to address the bg level. The customer would also change the supplies on the pump. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The customer reverted to another method to manage diabetes.